Manufacturer narrative:
(B)(4). The device has been received and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the accuracy confirmation test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. No abnormalities were identified during internal/external inspections. Temperature testing was completed successfully. A manual volumetric accuracy test was performed and revealed that fluid was transferred out of the allowed specification limits. The piston foam was inspected and was determined to be in good working condition. Further review of the door assembly revealed that the copper mesh pads inside the vsx chamber were improperly positioned. The cause of the inaccurate fluid transfer was determined to be out of position copper mesh pads. The copper mesh pads were replaced, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.